Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: we have a bit of a challenge here with our hamilton c1 there is a newborn child on the delivery ward who needs ncpap. The thing is that when it's running, it goes into blocking every few minutes. We have tried with three other c1's which all come with the same error and also tried with new circuits, expir valves, presureline and filters and oxygen bottle fitted, all without success. Late last night I then tried to take our transport or t1 and get it set for the child, it has run through the night and morning without any major problems, but still a lot of blockage. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: we have a bit of a challenge here with our hamilton c1. There is a newborn child on the delivery ward who needs ncpap. The thing is that when it's running, it goes into blocking every few minutes. We have tried with three other c1's which all come with the same error and also tried with new circuits, expir valves, presureline and filters and oxygen bottle fitted, all without success. Late last night I then tried to take our transport or t1 and get it set for the child, it has run through the night and morning without any major problems, but still a lot of blockages. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: investigation: the investigation and the logfile analysis showed that the unit was not in operation on the reported date of event 05.09.2024. Obstruction was alarmed on (B)(6) 2024. It was reported by the customer that the device repeatedly blocked. However, there are no technical faults logged in the event and service log. No correction was performed. The field technician informed that no service or repair was needed, the unit passed the service software tests, and the unit was returned to the customer. According to the field technician the root cause is user related. Reportability: it is reported that a newborn was connected to the device at the time of the event. Although the investigation did not find any malfunctioning of the device and instead assumes that a user error was the root cause of the incident a blocking of the functionality for a few minutes - in a worst case - could have led to a deterioration of the state of health of the patient. Therefore, the case was assessed reportable. There was no patient or user harm.